Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the up arrow button on the insulin pump is not responding properly. Customer stated the button is not clicking when being pressed and has to press it multiple times for it to work. Customer stated he does not recall any significant events leading to the keypad issue. Blood glucose level is 185 mg/dl. Nothing further reported.

Manufacturer narrative:
A cracked reservoir tube lip, minor scratches on the display window and a cracked case near the display window corners were noted during the visual inspection. The insulin pump had intermittent button respose due to a flattened dome switch on the up arrow button.